Manufacturer narrative:
Model number/ catalog number: sc-2218-50. Serial number: (B)(4). Batch/ lot number: 7029002. Model/ catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient experienced inadequate stimulation due to lead migration. The patient underwent leads revision procedure.

Event description:
A report was received that the patient experienced inadequate stimulation due to lead migration. The patient underwent leads revision procedure.